Event description:
It was reported that a homechoice pro had an unknown system error before the start of therapy. The specific error was not reported. The reporter stated that the they wereunable to start therapy, and the system error repeated. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review and sample evaluation, a system error 2036 was identified. The alarm was reproduced during evaluation. The cause of the condition was determined to be due to an issue with the electrical system. The digital board and power supply were replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue could not be identified through an event history log review. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.